Event description:
It was reported by the patient that the pod's cannula deployed late indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received with the needle mechanism in the fully deployed state. Inspection of the pod data found the pod completed priming in an expected number of pulses. Inspection of the pod did not find any abnormalities that would lead to the user reported events. An exact cause of the user reported events could not be determined. Inspection of the pod found fluid inside of the pod. The bottom housing, housing vent, reservoir, and plunger were all found to be damaged, causing fluid to leak into the pod and drain the battery voltages. Because this damage lined up, the damage can be confirmed as post-use. This damage cannot be confirmed as a root cause of the user reported events.